Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a primary audible alarm bgnd and auxiliary control unit (acu) watchdog failure. The cause of the customer reported problem was the battery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main printed circuit board (pcb) due to multiple system-level errors and verified speaker functionality and the speaker test passed within specifications. The manufacturer representative updated software, reset the unit to standard configuration, and calibrated the pump to factory specifications. The pump passed all functional tests and performed as intended after repair.